Event description:
It was reported the patient had several revisions for leads coming out of place. The pt experienced a loss of therapeutic effect when the leads were out of place. The leads are in the back of the pt's head. The left lead was revised in 2007 for migration. When the lead was positioned correctly, the pt received successful stimulation and relief. At the time of the report, the pt was at home in fair condition. Additional info has been requested from the hcp, but was not available as of the date of this report. Refer to MFR reports # 30041209178-2008-05045, 3004209178-2008-05038, and 3004209178-2008-04921.